Manufacturer narrative:
Correction to b5: previously reported as post-paced t-wave oversensing (pptwos), now corrected to post-sensed t-wave oversensing (pstwos)

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate shock due to post-sensed t-wave oversensing. Programming changes were completed. The patient was stable.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate shock due to post-paced t-wave oversensing (pptwos). Programming changes were completed. The patient was stable.